Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl). Reportedly, the customer's health care provider will be adjusting the pump settings. Although requested, no additional information was provided on the reported event.